Event description:
The customer contact reported unrequested bolus doses were delivered. On an unspecified date and time, the device was programmed to deliver morphine 5mg/ml, in the pca only mode, with a 2 mg pca dose, a 10 minute patient lockout, and a 12mg 1 hour dose limit. It was reported that the post operative patient was getting out of bed every hour to ambulate. On (B)(6) 2012 at 1900, the customer contact reported that the patient stated there were an unspecified number of times during ambulation that the patient noted the display was incrementing; however, the patient pendant had not been pressed. The customer contact reported that the patient complained of feeling drowsy when returning to bed. The patient's pain level was reported as 0 out of 10. The customer contact reported that the patient stated she did not need the pca therapy. At an unspecified time, the pca therapy was discontinued. The device was removed from clinical service. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. The pump history was downloaded at the user facility. A review of the history indicated on totals clear 0.8mg, history cleared, cca standard dose care area selected, confirm morphine 5mg/ml, pump programmed in the pca only mode, with a 2mg pca dose, a 10 minute pca lockout, with a 12mg one hour limit, check settings alarm, door opened once and locked two times. Between 1017 and 1707, there were six 2mg pca deliveries and 2 unmet demands. Between 1805 and 1806, door opened 2 times, pca dose 2mg and protocol 1 were programmed but the programming was not confirmed, door locked, and pump was powered off. This report represents all the information known by the reporter upon query by hospira personnel.